Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was difficult to remove upon extubation but they were able removing it, however, the patient¿s nose started to bleed and they were able to stop the bleeding. There was no reported patient outcome.